Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 493 mg/dl at the time of the incident. The customer reported that yesterday she woke up with high blood glucose. Then it was 297mg/dl. She changed her site 4 times since yesterday. Today she continued to run high. The patient's current blood glucose was 174 mg/dl. The customer treated it with bolus and manual injections. The displacement test passed. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.